Event description:
It was reported that the customer had many motor error alarms. The alarm occurred during priming. Customer's blood glucose level was 73 mg/dl. Customer applied correction by insulin pen. Customer does not use the sensor feature on the pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.